Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was bumped into a jewelry chest when coming back from the bathroom last night event on 18 mar 2026. The event occurred within three or more hours of insertion. The insertion site was abdomen.